Event description:
On (B) (6) 2010 at 3 am, the intensive care unit nurse called and reported to the sales rep that there was an error code on the rotoprone therapy (system), to move the pt supine manually and the bed stopped rotating. The nurse followed instruction on the screen and returned the bed to manual supine position. The screen was stuck on lock pin and the nurse was unable to shut the bed off. The sales rep instructed the nurse to press the reset button on the frame after unplugging. Upon system reboot, a second alarm message stated a left upper leg buckle. The nurse attempted to clear the message. The staff was able to press down on the sensor and return the pt to a prone position. Total time in a supine position was about 1 1/2 hours. During the event, the pt's o2 stats dropped, the nurse increased the pt's ventilator settings to 100% o2 and peep of 10 in order to stabilize the pt. It is unk the amount of time that the pt was on these ventilator settings. There was no report of residual effects after this event. On an unk date, the pt was taken off the ventilator and transferred to the medical intensive care unit. On (B) (6) 2010, the nurse reported that the pt was on o2 4l per nasal cannula and in stable condition.

Manufacturer narrative:
The bed was tested per quality control procedures and met specs on 04/21/2010 prior to placement with the pt on (B) (6)2010. On 20 may 2010, the bed was returned to the kci service center for eval. Eval of the bed concluded that the lock pin had not been properly re-inserted at the foot of the bed by the user. The control error was resolved by releasing the CPR handle and repositioning the lock pin correctly into the foot end ring. Related to the "left upper leg buckle alarm", the technician identified two cables that required replacement. On 27 may 2010, the bed was retested after parts replaced and met specs. Rotoprone therapy (system) labeling states: if pt surface will not move into the prone position using on-screen commands, perform the following: ensure pt surface is at zero degrees supine and lock pin is fully inserted.